Manufacturer narrative:
The reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation, the first one shows the three-way silicone catheter, the second photo zooms into the deflated balloon, and the last photo shows the catheter's cap. Received 1 all silicone foley catheter. Inflated with 10ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) using in house syringe. The balloon concentricity was found to be 50:50 and it rested with no leaks. Connected the inhouse syringe and it passively deflated in under 5 minutes however cuffing evidenced. The reported event is unconfirmed therefore, a DHR review is not required. The reported event is unconfirmed therefore a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out within a few hours of being in custody. Per follow up information received via ibc on 09sep2024, stated that there was patient involvement. Per investigator's notification received on 25nov2024, it was reported that there was a balloon mushroomed found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out within a few hours of being in custody. Per follow up information received via ibc on 09sep2024, stated that there was patient involvement.